Manufacturer narrative:
This revision was discovered in medical records provided for a previously reported event. Should additional information become available, it will be reported in a supplemental report.

Manufacturer narrative:
Evaluation codes and patient's height and weight updated based on additional information. The patient is (B)(6).

Event description:
It was found through implant sheets received that there was an additional left revision.

Event description:
It was found through implant sheets received that there was an additional left revision.

Manufacturer narrative:
An event regarding a third revision due to dislocation involving an adm liner was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical records and x-rays were reviewed by a consulting clinician who concluded: ¿in this complicated, multiply operated upon left hip with a total femoral replacement, there is no inherent soft tissue support for stability of the hip. There is no resistance to impingement at the extremes of motion. This likely resulted in the recurrent dislocations, including the subsequent disassociation of the constrained liner.¿ a review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The reported dislocation does not appear to be device related. Rather, the dislocation was caused by patient and/or surgical factors. No further investigation for this event is possible at this time.

Event description:
It was found through implant sheets received that there was an additional left revision.